Event description:
It was reported that the device exhibited a 'cassette not attached' issue. There was unknown patient involvement.

Manufacturer narrative:
One pump was received for evaluation. Service history review identified this device has not been in for service previously. Visual inspection found minor bubbling of the downstream occlusion (dso) seal. Functional testing showed, as soon as the latch was opened, the pump alarms cassette not attached. The investigation determined the cause of the issue was fluid ingression found on the main board. The main board was repalced, along with the dso sensor. Contamination was found at the dso sensor and the bottom of the rear case area. The main board, dso sensor, and latch/lock flex sensors were all replaced.